Manufacturer narrative:
Device not returned.

Event description:
It was reported that the patient had a 4.0cm artificial urinary sphincter explanted and replaced with a 3.5cm aus due to recurring incontinence and cuff compression atrophy. No further patient consequences were reported in relation to this event.